Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain and new pain unrelated to baseline. The lead was found to be fractured, damaged, or broken, with contact 2 and 8 showing possible short with high impedance, and contact 13 having damage with impedance greater than 40000. The patient reported increased pain since a fall, which they believe occurred during sleepwalking. Due to the damage on contact 13, the patient was unable to increase stimulation. Troubleshooting included performing an impedance check and reprogramming the device to avoid the short/damaged contacts. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep clarified the report of lead fracture and noted this was regarding high impedances.